Manufacturer narrative:
After review it was determined that this complaint is not MDR reportable.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary infusion of vasopressin was noted to disconnect from the distal port of the primary tubing set. A new connector cap was connected without success. The primary tubing set was replaced without further issues. There was no patient harm.